Manufacturer narrative:
This report was submitted after the 30 day due date as csi has retrospectively determined that this event meets the definition of a serious injury and therefore will be submitted as an MDR. The oad, original saline line and guidewire were returned for evaluation. The initial examination of the handle assembly and driveshaft revealed the driveshaft to be fractured at the distal edge of the crown. The crown was intact and undamaged. There was some biological material and corrosion observed on the crown and proximal driveshaft filars. Examination in the area of the adhered material did not reveal any damage that would have contributed to the accumulation. The outside diameter of the driveshaft and crown were found to meet specifications. The fractured driveshaft and crown sections were sent for scanning electron microscope (sem) analysis. Sem analysis of the fractured filars revealed evidence of fatigue on one fracture face. Examination of the guidewire did not reveal any damage. There was no damage to the guide wire that would have contributed to the reported complaint event. The control knob was loose and traveled smoothly. The returned guidewire was loaded through the proximal fractured section of the device without issue. When tested using an in-house saline pump, the device spun at low and high speeds with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake, and control knob functioned as intended with no abnormalities observed. At the conclusion of the failure analysis investigation, the reported event was confirmed. However, the root cause of the fractured driveshaft could not be conclusively determined. (B)(4).

Event description:
During a coronary orbital atherectomy procedure, the tip of a csi orbital atherectomy device (oad) became detached. During the procedure, multiple attempts were required to cross the lesion using the oad. After the oad crossed the lesion and was retracted, the tip of the device was noted to be detached. A non-csi guidewire and catheter were inserted and the device fragment was removed. The procedure was completed and the patient remained stable with no adverse consequences.